Event description:
It was reported that cefepime was started at 1438, running at 16.65ml/hr as a secondary infusion. When the clinician went to the patient's room at 1600, the medication bag was found empty. The pump was still showing the antibiotic still running at 16.65ml/hr. But the medication bag was empty. No fluid noted to back up in primary bag. Clinician confirmed proper set up of secondary bag. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported that cefepime was started at 1438, running at 16.65ml/hr as a secondary infusion. When the clinician went to the patient's room at 1600, the medication bag was found empty. The pump was still showing the antibiotic still running at 16.65ml/hr. But the medication bag was empty. No fluid noted to back up in primary bag. Clinician confirmed proper set up of secondary bag. There was patient involvement but no harm.